Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test returning a hardware low level failure. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Hardware low level failure confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced high blood glucose of 14mmol/l. Customer does not wish to continue troubleshoot for high blood glucose. Insulin pump will be returned for analysis.